Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the drawer did not open. The customer stated that the malfunction occurred when a user tried to issue medication to patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. The technical support specialist reset the cubex application and observed no issues with the drawers during the session. The system functioned as intended after the technical support specialist troubleshot the device.